Event description:
It was reported that the patient presented prior to the procedure. During the device interrogation, it was noted that the right ventricular (rv) lead exhibited noise over-sensing resulting in pacing inhibition. The noise was reproduced. Programming changes were made. The patient was in stable condition.